Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a scratched lens and a peeled dso seal. There was no evidence in the device's event history log. Functional testing was conducted. Upon review, the reported problem was duplicated. The root cause was unable to be determined; however, the most probable cause is an inoperable motor. The motor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an alarm and an unspecified error code. Patient involvement is unknown.